Manufacturer narrative:
Concomitant device(s): 320-46-03 - 145-deg pe 46mm hum liner +2.5: 7150354. 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 7238225. 320-08-46 - glenosphere exp 46mm +4mm offset: 6580678. 320-10-05 - equinoxe reverse tray adapter plate tray +5: 7218471. 320-15-01 - eq rev glenoid plate: 7288726. 320-15-05 - eq rev locking screw: 7304942. 320-20-00 - eq reverse torque defining screw kit: 7294567. 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: s337395. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: s354750. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: s354790. 315-35-00 - glnd kwire: 7289378. 321-52-07 - 3.2mm drill bit sterile: 6562949. 531-78-20 - shouldr gps hex pins kit: 7312131. A10012 - gps implant kit v2: 08000321102. A10012 - gps implant kit v2: 11018421021.

Event description:
Approximately 11 month(s) and 15 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced dislocation. Patient unable to explain the noise coming from the right shoulder. The patient underwent a standard reverse revision, in which the standard humeral stem, humeral tray, humeral liner and glenosphere were removed. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.